Event description:
(B)(4).

Manufacturer narrative:
(B)(4). In a follow up call to the facility, the reporter stated that she did not know what may have caused the patient to lose consciousness. She had no additional details at this time. She stated that the event occurred approximately 30 minutes into the treatment and that she does not believe it had anything to do with the dialog + machine. She confirmed that the patient was "ok." At this time, the trend file has not been returned and the investigation is ongoing. A follow up report will be submitted when the trend file and/or additional information becomes available.